Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes was noted due to post-paced t-wave oversensing. No intervention was performed, the physician decided to monitor the patient only. The patient was fine after the event.